Manufacturer narrative:
No conclusion can be drawn at this time. If additional information becomes available, a supplemental 3500a form will be provided accordingly.

Event description:
Customer reported that a patient presented with a reaction to the device following lipoma excision. The reaction was described as a dark bruise that seemed to lose the top layer. The patient self medicated with topical antibiotic ointment. The resulting scar was excised due to unpleasant cosmesis.